Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a brown liquid was leaking from the ferrocell handle of five (5) cable passers (different sizes) at the cleaning and sterilization process. There was no patient involvement. This report is for one (1) large cable passer-curved. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
: Device history records review was completed for part: 391.104, lot: p151612. Supplier: (B)(4), release to warehouse date: may 20, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The returned cable passers are in a used, but still in a very good conditions and fully functional. Only different darkening of the handles are visible and no signs of more severe degradation, such as bleeding or erosion were found. The device history records shows these lots were processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lots met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The returned cable passers are in a used, but still in a very good conditions and fully functional. Only different darkening of the handles are visible and no signs of more severe degradation, such as bleeding or erosion were found. Therefore, the complaint is classified as non confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, it was noted that a brown liquid was leaking from the ferrocell handle of five (5) cable passers (different sizes) at cleaning and sterilization process. The problem is existing since a long time, and is repeated on a regular basis. There was no patient involvement. This is report 2 of 5 for (B)(4).